Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that the device was exhibiting early battery depletion behavior. It was observed that the battery longevity had decreased by two years within approximately one years time, with no apparent change in programming parameters. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering review device data confirmed that the device is depleting abnormally; however, there were no suspicious faults or resets stored within device memory. A technical services consultant recommended device replacement due to this anomaly. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Event description:
It was reported that the device was exhibiting early battery depletion behavior. It was observed that the battery longevity had decreased by two years within approximately one years time, with no apparent change in programming parameters. A copy of device memory was saved and submitted to boston scientific technical services (ts) for review. Engineering review of the data confirmed that the device is depleting abnormally; however, there were no suspicious faults or resets stored within device memory. Due to this anomaly, a technical services consultant recommended device replacement. Subsequently this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned energen ICD was analyzed, and found that the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.